Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the lower part of the tube clamp failed to open. Since the event occurred after a cardiopulmonary bypass procedure, there was no patient involvement during this event.